Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal was not normal into the transmission sheath (did not load properly). A replacement device was used to complete the procedure. The hospital did not report any patient effect.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal was not normal into the transmission sheath (did not load properly). A replacement device was used to complete the procedure. The hospital did not report any patient effect.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The hsk device was not returned to maquet cardiac surgery for investigation, therefore no actual evaluation could be performed. A photographic inspection determined signs of clinical use and evidence of blood. The delivery device and seal was observed to be in the loading device. The seal was observed in the loading device window. No cracks or delamination was observed on the seal. The slide lock and the position of the plunger were not visible in the picture. Specks of blood were visible on the blue wing of the loading device and on the cutter. Based on the photographic inspection, the reported failure mode "fitting problem" was not confirmed.

Manufacturer narrative:
Corrected: (B)(4). Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The loading device was not returned for investigation. The seal and tension spring assembly was returned outside the delivery device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. A microscopic inspection was conducted. The seal was observed to be intact, no cracks or delamination was observed. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the received condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed, but confirmed for the analyzed failure "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.